Event description:
It was reported that during a surgical procedure at the user facility, the drill was turing on and off without user activation. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device eval, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Corrosion was found within the device, which is a probable cause of the device running without user activation and the bias current error.